Manufacturer narrative:
The customer contacted siemens to report discordant total human chorionic gonadotropin (thcg) test results. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse found the reagent probe 1 (r1 probe) was bent and that the r1 probe was out of alignment. The cse replaced and aligned the r1 probe and ran a precision study with acceptable results. The cause of the discordant total human chorionic gonadotropin (thcg) test results was a bent and mis-aligned r1 probe. The instrument is working within specifications. No further evaluation of this device is required.

Event description:
Discordant patient sample test results were obtained for the total human chorionic gonadotropin (thcg) test from an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia centaur instrument giving lower results. The lower results from the alternate instrument were reported to the physician(s). The correct result for the samples is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant total human chorionic gonadotropin (thcg) test results.